Manufacturer narrative:
The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:a review of the pump history showed a call service alarm due to high force during priming due to occlusion on the reported event date. The pump powered on normally during testing and was able to successfully complete an ez prime sequence. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no defect was found internally. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm for an unknown reason. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.